Manufacturer narrative:
Device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific medical safety director. The available media from the valve implantation is consistent with an implantation of a lotus edge valve in a very high final position and no paravalvular leak, but impaired flow to the right coronary artery likely secondary to a native leaflet occluding the coronary artery. Contributing factors for coronary occlusion are the very high deployment but also that it was an emergency case with limited pre-procedural planning.

Event description:
It was reported that coronary artery occlusion, cardiac arrest and death occurred. The patient had been an in-patient at the hospital with severe heart failure and multiple co-morbidities. The native valve and aortic root were heavily calcified. Femoral access was obtained and a lotus introducer sheath was placed and (B)(4) units of heparin was given. A pigtail catheter was advanced via the left arterial sheath placing it in the noncoronary sinus of valsalva. Pacing lead advanced via the venous sheath, placed in the apex of the right ventricle obtaining excellent thresholds. Diagnostic coronary angiogram was performed for the right and left coronary arteries. No significant coronary disease was seen. Simultaneous left ventricular and aortic pressures were obtained. A safari wire was placed and then bav (balloon aortic valvuloplasty) was performed with a 18 x 6mm balloon while pacing at 120. A 23mm lotus edge valve was advanced over the wire, placed into position and deployed. The physicians were happy with the lotus edge valve position and completed final deployment. There was trace to mild paravalvular leak; however, the physicians were happy with the final results. All devices were removed from the heart. There was excellent hemostasis. Sheaths were removed and access sites closed. The patient was prepared for transport to the intensive care unit in guarded condition due to her extreme risk status. Prior to the patient's transport to intensive care unit the patient had ventricular fibrillation arrest. Cardiopulmonary resuscitation was performed. While the physician was determining cause of arrest the patient was placed on extracorporeal membrane oxygenation for circulatory support. It was determined that patient had right coronary artery (rca) occlusion by the native valve leaflet. The lotus edge valve did not occlude the coronary artery. Attempts were made to open the rca which were unsuccessful. The patient died within the hour.

Event description:
It was reported that coronary artery occlusion, cardiac arrest and death occurred. The patient had been an in-patient at the hospital with severe heart failure and multiple co-morbidities. The native valve and aortic root were heavily calcified. Femoral access was obtained and a lotus introducer sheath was placed and 10,000 units of heparin was given. A pigtail catheter was advanced via the left arterial sheath placing it in the noncoronary sinus of valsalva. Pacing lead advanced via the venous sheath, placed in the apex of the right ventricle obtaining excellent thresholds. Diagnostic coronary angiogram was performed for the right and left coronary arteries. No significant coronary disease was seen. Simultaneous left ventricular and aortic pressures were obtained. A safari wire was placed and then bav (balloon aortic valvuloplasty) was performed with a 18 x 6mm balloon while pacing at 120. A 23mm lotus edge valve was advanced over the wire, placed into position and deployed. The physicians were happy with the lotus edge valve position and completed final deployment. There was trace to mild paravalvular leak; however, the physicians were happy with the final results. All devices were removed from the heart. There was excellent hemostasis. Sheaths were removed and access sites closed. The patient was prepared for transport to the intensive care unit in guarded condition due to her extreme risk status. Prior to the patient's transport to intensive care unit the patient had ventricular fibrillation arrest. Cardiopulmonary resuscitation was performed. While the physician was determining cause of arrest the patient was placed on extracorporeal membrane oxygenation for circulatory support. It was determined that patient had right coronary artery (rca) occlusion by the native valve leaflet. The lotus edge valve did not occlude the coronary artery. Attempts were made to open the rca which were unsuccessful. The patient died within the hour.